Manufacturer narrative:
No blank display was noted. The pump was received stuck on a full segment display after battery insertion due to a poor solder joint on the motherboard. No unexpected audio/beep anomaly was noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump had a blank display during normal device use. The caller stated that the reservoir was changed and everything was okay, but a constant beep followed. The customer was unable to clear the alarm, removed the battery for more than 5 minutes, and inserted a new battery. The insulin pump started with a countdown, became stuck, and then the display went blank again. The caller stated that the insulin pump had not been exposed to moisture. No damage or corrosion was observed at the battery compartment, battery cap or battery spring. The self test could not be performed. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.